Manufacturer narrative:
An outside united states customer contacted a siemens customer care center and reported that falsely elevated concentrated carbon dioxide (co2_c) results were obtained on multiple patient samples on an advia chemistry 1800 instrument. The customer indicated that quality controls (qc) were acceptable at the time of sample processing. A siemens customer service engineer (cse) was dispatched to the customer's site multiple times. The cse inspected the instrument, proactively replaced the sample (spp) and dilution (dpp) probes, re-aligned the reagent probe 1 (rpp1) and dpp to laboratory automation system (las) wash port, cleaned the reaction tray wash unit (wud) aspirate 1 probe due to a slight blockage, and cleaned the dilution mixer (dmix) movement mechanism. After service was performed on the instrument, the customer ran patient samples and observed additional high co2_c results on 07-feb-2022. The cse was again dispatched to the customer's site. The cse also replaced the pump seals, aligned the dpp probe into the dtt cuvette, and performed cell blank, which recovered acceptably. Additionally, the cse primed the probes and advised the customer to run qc every few hours to monitor the instrument performance. The cse observed leak in degasser and installed a new degasser. The malfunctioned degasser potentially contributed to the falsely elevated co2_c results. MDR 2432235-2022-00055 was filed for the elevated co2_c results obtained on 07-feb-2022. The age and gender of the patient describe the patient of sample ID (B)(6) . The instrument is performing according to specifications. No further evaluation of these devices is required.

Event description:
Falsely elevated concentrated carbon dioxide (co2_c) results were obtained on multiple patient samples on an advia chemistry 1800 instrument. The discordant result of one patient was reported to the physician(s), who questioned the result. The samples were repeated on an alternate advia chemistry 1800 instrument. The repeat results from an alternate instrument were reported to the physician(s) as the correct results. The customer did not quantify how many patients were impacted and only provided one example. The customer indicated that the discordant results are not usually reported because they do not correlate with other chemistry tests, such as electrolytes, the patients' clinical picture, nor previous co2_c results. There are no known reports of patient intervention or adverse health consequences due to the discordant co2_c results.

Manufacturer narrative:
An outside united states customer contacted a siemens customer care center and reported that falsely elevated concentrated carbon dioxide (co2_c) results were obtained on multiple patient samples on an advia chemistry 1800 instrument. The customer indicated that quality controls (qc) were acceptable at the time of sample processing. A siemens customer service engineer (cse) was dispatched to the customer's site multiple times. The cse inspected the instrument, proactively replaced the sample (spp) and dilution (dpp) probes, re-aligned the reagent probe 1 (rpp1) and dpp to laboratory automation system (las) wash port, cleaned the reaction tray wash unit (wud) aspirate 1 probe due to a slight blockage, and cleaned the dilution mixer (dmix) movement mechanism. After service was performed on the instrument, the customer ran patient samples and observed additional high co2_c results on (B)(6) 2022. The cse was again dispatched to the customer's site. The cse also replaced the pump seals, aligned the dpp probe into the dtt cuvette, and performed cell blank, which recovered acceptably. Additionally, the cse primed the probes and advised the customer to run qc every few hours to monitor the instrument performance. The cse observed leak in degasser and installed a new degasser. The malfunctioned degasser potentially contributed to the falsely elevated co2_c results. MDR 2432235-2022-00055 was filed for the elevated co2_c results obtained on (B)(6) 2022. The age and gender of the patient describe the patient of sample ID (B)(6). The instrument is performing according to specifications. No further evaluation of these devices is required.

Event description:
Falsely elevated concentrated carbon dioxide (co2_c) results were obtained on multiple patient samples on an advia chemistry 1800 instrument. The discordant result of one patient was reported to the physician(s), who questioned the result. The samples were repeated on an alternate advia chemistry 1800 instrument. The repeat results from an alternate instrument were reported to the physician(s) as the correct results. The customer did not quantify how many patients were impacted and only provided one example. The customer indicated that the discordant results are not usually reported because they do not correlate with other chemistry tests, such as electrolytes, the patients' clinical picture, nor previous co2_c results. There are no known reports of patient intervention or adverse health consequences due to the discordant co2_c results.